Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a superficial femoral artery chronic total occlusion [sfacto] procedure, the catheter tip detached. The physician had acquired arterial access and was attempting to manipulate the catheter to the distal side of a superficial stenotic lesion when the catheter tip detached. The foreign body was successfully retrieved and removed from the patient's periphery with no additional consequences to report.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Should the catheter be returned at a later time, the investigation will be re-opened.